Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown total knee replacement. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported via email received from a patient: this really isn't a complaint. It's more an inquiry. I had a tkr in (B)(6) 2011. I have been experiencing excruciating, debilitating pain ever since. I have sought help from seven different surgeons in three different states. No one has an answer. The final outcome was that I suffer from chronic reflex sympathetic dystrophy/disorder. I am now just inquiring if you have any complaints regarding the prosthetic? I don't have the model number but I could obtain it.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding alleged pain involving an unknown total knee replacement was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: no patient medical records were available for review. Device history review: a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided.

Event description:
It was reported via email received from a patient: this really isn't a complaint. It's more an inquiry. I had a tkr in (B)(6) 2011. I have been experiencing excruciating, debilitating pain ever since. I have sought help from seven different surgeons in three different states. No one has an answer. The final outcome was that I suffer from chronic reflex sympathetic dystrophy/disorder. I am now just inquiring if you have any complaints regarding the prosthetic? I don't have the model number but I could obtain it.